Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, complaint received about a symmetry that has torn 2cm after the slide. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: *were there any patient consequences? No consequences to the patient *please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) first line op (B)(6). Chief physician (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3. Investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a reparked needle-suture piece was returned for analysis. During the visual inspection of the sample, no breakage suture was observed. But the extreme was noted to be cut probably caused by a surgical instrument. Besides that, body fluids were noted near the extremes. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. The product code sxpp1a205 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.